Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 22-may-2019 with the following findings: on investigation, frequent low battery warnings and replacement alarms appear in the pump history. The electrical current draws were found to be high. There was visible moisture in the display due to moisture ingress through a crack in the battery compartment. Additional moisture damage was found inside the pump on the printed circuit board. Short battery life determined due to moisture damage.

Manufacturer narrative:
Product analysis revised the results of pump evaluation on 15-aug-2019 with the following findings: a review of the pump blank box showed no activity related to a temperature issue. No voltage drops were observed in the black box. During testing no overheating was duplicated. The pump electrical current draws were found within specification. The pump was opened and no damage or evidence of internal moisture was found. The complaint of a temperature issue was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The reporter alleged the battery compartment became too hot to touch. No further information was provided. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.